Manufacturer narrative:
Date of event: the event occurred on an unspecified date in (B)(6) 2022. The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from the catheter. No defects or leaks were observed. The following day, the patient presented to the pd clinic with cloudy effluent and the transfer set was changed. The patient was started on unspecified antibiotics due to "an infection". The cause of the disconnection was not reported. Approximately one month later, the patient "became sick vomiting¿, subsequently was admitted to the hospital. The patient received unspecified treatment until the end of the month. On an unreported date, the patient was discharged from the hospital. Two days later, the was admitted again due to "became sick". The patient was treated with unspecified medication and "treated for bacterial infections". On an unknown date the following month the patient was discharged. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.